Event description:
It was reported that, after thr surgery, that had been performed on (B)(6) 2013, after 12 years, the patient fell on unknown date. It was found the stem neck broke off on (B)(6) 2025. This adverse event will treated with a revision surgery. The current health status of patient is unknown. No more information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Given the nature of the alleged incident, the device, could not be returned for evaluation. However, based on the information provided, the unsatisfactory experience could be confirmed. Devices batch number were not provided; thus, an evaluation of the manufacturing records could not be performed. For the shell, a review of complaint history of the previous 12 months revealed a similar event for the listed part number, this failure mode will be monitored for future complaints for any necessary corrective actions. For the femoral component, femoral head and liner, a review of complaint history for the previous 12 months did not reveal similar events for the listed devices. A review of the instructions for use documents for total hip systems revealed that adverse events in primary and revision surgery that failure to observe the warnings and precautions, trauma, strenuous activity, implant alignment, patient non-compliance, involuntary muscular disorders, improper or duration of service increase the risk of cracking or fracture of implant components, which may led to revision surgery. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. According with inspection drawing the visual inspection includes the verification of part configuration per print. Also, per material specification, the quality and manufacture of standard grade titanium-6 aluminum-4 vanadium alloy shall be controlled. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. A factor that could contribute to the reported event include patient injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.